Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer "no light" was confirmed, and further defects were detected. In total the following defects were detected: led is dimly lit blade bent blade damaged glued joints on camera head worn housing damaged lid damaged plug worn leak between plug and lid the device complied with the test specification at the time of delivery. Based on the defects found during the technical inspection it is therefore concluded that the most likely cause for the described error is the wear of the adhesive at the tip of the c-mac blade, coming from wear and tear during use and the reprocessing process. The wear of the adhesive causes liquid to penetrate the blade, which affects the electronics and causes no light. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the light is dim and the blade is bent. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer on february 6,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).